Manufacturer narrative:
Technical evaluation: the two rings involved in this event are still in use by patient and therefore not yet available for the technical evaluation (please kindly also refer to MFR report number 9680825-2015-00017). The technical evaluation on the two rings will be performed as soon as the devices become available. The torque wrench involved in this event, received on may 28, 2015, was examined by orthofix (B)(4) quality engineering department. The device was subjected to visual, dimensional and functional check as per orthofix design and product specifications. The results of the technical evaluation, performed on the torque wrench made available, evidenced its conformity to orthofix (B)(4) specification (please kindly also refer to MFR report 9680825-2015-00015). Medical evaluation e the information made available on the case, together with the results of the technical evaluation - performed on the torque wrench, were sent to our medical evaluator. The medical evaluation is currently on going. O as soon as further information and/or the evidences of the medical evaluation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6) hospital; surgeon name: dr. (B)(6); date of surgery: (B)(6) 2015; body part to which device was applied: tibia; surgery description: lengthening and correction; patient information : young teenager, male; type of problem: device functional problem; event description: new tl-hex torque wrench was used and (2) set screws stripped out and could not be removed from a 180mm 5/8 ring and a 150mm full ring. Surgery completion was delayed for 45 minutes and patient was under anaesthesia the additional time. Additional struts had to be used, new prescription had to be run with strut adjustment and exchanges. The complaint report form indicates: the device failure had adverse effects to patient; the surgery was completed with used device; the event led to a clinically relevant increase in the duration of the surgical procedure (45 minutes delay); an additional surgery was not required; copies of the operative report are not available; copies of the xrays images are available. Patient current health condition: na. On (B)(6) 2015 orthofix (B)(4) received the following information from the distributor: while pre-building the frame, two struts were placed on the proximal 5/8 ring ((B)(4)), lot unknown. When the 1 & 2 struts were being tightened the set screw "broke". Territory manager stated that the hex drive feature of the set screw was "chipped". Territory manager stated that the "chipped" set screw was removed and a set screw from next position over on the same ring was removed and placed in the 1 & 2 strut set screw position. Territory manager stated that at the end of the case it was noticed that the 3 & 4 struts were loose. The struts were loose even though the set screws were tight. Surgeon placed an additional 180mm ring and strut which resulted in a delay to the case of 45-60 minutes. Patient is doing well. Product involved is a 56-21440 180mm 5/8 ring. Territory manager stated he did not have a 150mm ring in the hospital during this case.

Manufacturer narrative:
Analysis of historical records: the device involved in this event has not yet been received by orthofix (B)(4). Unfortunately the lot number has not been made available and therefore it is not possible to perform the verification of the historical data. Technical evaluation: the devices involved in this event have not been received by orthofix (B)(4): the two rings involved are still in use by patient (please kindly also refer to MFR report number 9680825-2015-00017). The torque wrench has not yet been received at orthofix (B)(4) site (please ref. To MFR report 9680825-2015-00015). The technical evaluation will be performed as soon as the devices become available. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently on going and will be finalized once the results of the technical evaluation are available. As soon as further information and/or results of the technical evaluation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market.